Event description:
Per the initial reporter, the scrub tech allegedly pinched both of her thumbs in the table headrest. It was reported that the scrub tech was grabbing the headrest (not attached to the bed) and while holding it, she pressed the release bar and her thumbs got caught in between the cylinders and the board piece. According to the initial reporter, she was released out by a co-worker and the user had swollen thumbs for a couple of days.

Manufacturer narrative:
User had both thumbs pinched in headrest. This resulted in alleged bruising. There is no established expiration date for this device. Said device was not evaluated. The malfunction has occurred previously in MDR 2031963-2009-00003. Eval summary: table headrest design seems to result in a pinchpoint between the pivot lever and the table top. The incident was a result of an unforeseen event of having the end user place their thumbs between the table top and the pivot lever. This is not a single-use device.